Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to evidence of pseudotumor and corrosion. Changes on the female side of the taper and on the male side to a lesser degree (right hip).